Event description:
Information received by medtronic indicated had 3failed battery alarm. Customer received replace battery and insert battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test, active current test and self test. Pump failed the sleep current test due to moisture damage on the electronic assembly. Moisture damage was also found inside the case near the harness assembly vibrator during visual inspection. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage and loaded voltage were within spec range, however, battery removed fault [(B)(6), 2021 16:09] and failed battery test [(B)(6), 2021 16:09] were found in the history file. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case and pillowing keypad overlay.